Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition. Examination of the device revealed that the unit meet specifications for functional test and successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2015-00161 and 2134265-2015-00162. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) was sometimes unable to perform pullback. Also, it was further noted that the mdu connection, which was connected with the sled, was damaged. No patient complications were reported and the patient's status is stable.

Event description:
Same cases as: 2134265-2015-00161 and 2134265-2015-00162. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) was sometimes unable to perform pullback. Also, it was further noted that the mdu connection, which was connected with the sled, was damaged. No patient complications were reported and the patient's status is stable.

Event description:
Same cases as: 2134265-2015-00161 and 2134265-2015-00162. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) was sometimes unable to perform pullback. Also, it was further noted that the mdu connection, which was connected with the sled, was damaged. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).